Event description:
Pt had #8 groshong port-a-cath inserted. Clotted port noted 4 mos later and pt underwent thrombolytic protocol of port. Port noted to be kinked on x-ray. C/o back pain and sob eleven days later. Edema noted at site. Admitted 6 days later. Eleven cm long catheter tip removed via interventional radiology from heart.